Event description:
Adverse event(s): "no patient harm or canceled cases were reported" (no consequences or impact to patient). Product problem(s): "intermittent problems" (device stops intermittently). The facility biomedical engineer reported the system is having intermittent problems. Additional information received from the biomedical engineer stated the system sometimes will flicker or the light is dim. This can occur at start up and sometimes during surgery. They switched out the system and completed cases as planned. No patient harm or canceled cases were reported.

Manufacturer narrative:
The system was received and in-house testing was completed. The problem reported was confirmed. The front bezel and lamp gaskets were replaced. The lamp was replaced and realigned. The system was then tested and met all product specifications. A review of complaints for the last 24 months did not indicate any additional, related reports for this system. (B) (4). (B) (4). (B) (4).